Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for no delivery was performed. Customer changed out their infusion set and will returned the product for analysis. Customer declined to troubleshoot for high blood glucose levels. The customer's spouse stated that they haven't tried all remedies. The insulin pump will not be returned for analysis.